Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found and reformed (straighten) a bent secondary probe to resolve the issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was described as 5 drops of fluid that leaked from the manual probe at the end of the cycle and onto the counter. The customer was wearing personal protective equipment of gloves and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.